Event description:
We were informed that patient had a asd closure around 24mm. Sizing balloon measured the asd, as 29.5mm. So doctor decided to use asd 30mm to close the defect. During the implantation procedure, doctor pushed the pusher under water, doctor found some bubbles in the delivery set from the cine, patient had bradycardia first then arrested for few minutes. Doctor immediately performed the cardui-pulmonary resuscitation (CPR) and patient resumed normal. Doctor cannot conclude whether it is related to the delivery yset (odsiii). Doctor continued processing the asd procedure after patient back to normal. When doctor deployed both discs in septum, doctor observed that the left disc formed improper shape (bulking la disc). Doctor removed the asd closure device from the patient body and deployed it outside the body. The left disc still could not form in normal shape. Doctor tried to squeeze the la disc between fingers and pulled it into the loader, but still had bulking in la disc. Doctor finally opened a new asd 30 to deploy again and finished the procedure.

Manufacturer narrative:
The batch record review, inspection protocols and the packaging of the reported flex ii asd (29asd30; s/n: (B)(6) occluder revealed no deviations. A manufacturing-related failure during the heat - setting process, which was not identified in the qc inspection, could be identified as root cause for failure in shape development complaint. For the air bubles in the system which caused bradycardia and cardiac arrest, investigation is ongoing. Investigation of the delivery set (98ds012; dp-20820) ods iii will be performed by legal manufacturer.